Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. No alarm anomaly/ unspecified noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received pump error alarm during basal. The customer¿s blood glucose level was 15 mmol/l at the time of incident. Customer also experienced high blood glucose level and was corrected by bolus. Customer was assisted with troubleshooting for pump error alarm. Customer was able to clear the pump error alarm, however unable to complete rewind the insulin pump. Customer also stated that the delivery was stopped. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will not be returned for analysis.